Event description:
It was reported to tyco healthcare/kendall in 2004 that the staff attempted to remove ng tube and met resistance. The pt had to be taken to the operating room for removal of the tube. After removal, it was discovered that the ng tube was in a complete knot.